Manufacturer narrative:
The external visual inspection of the device revealed a tear on the silastic overmold on the bottom cover as well as a damaged electrode ground ring sleeve prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed two broken electrode wires at the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The broken electrode wires condition prevented several of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.

Event description:
The recipient reportedly experienced non-auditory sensation with device use. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a tear on the silastic overmold on the bottom cover as well as a damaged electrode ground ring sleeve prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed two broken electrode wires at the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The broken electrode wires condition prevented several electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. Dissection and scanning electron microscopy analysis of the electrode array revealed damage to the parylene wire coating on an electrode wire where the wire passed an adjacent contact on another electrode. The reported complaints of non-auditory sensations and no sound could not be verified during this analysis. However, damage to the parylene wire coating was found on an electrode where the wire passed the adjacent contact of an electrode. Although no electrode shorts were electrically verified, this damage shows evidence that these abnormalities most likely caused the shorts, which are consistent with the electrode shorts observed while the device was implanted. A CAPA was implemented. This is the final report.